Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. The manufacturer¿s contact person address is (B)(4).

Event description:
The customer reported the backup battery dead. No patient involvement reported.

Manufacturer narrative:
(B)(4).